Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User opened the package and during the wire guide preparation, user found out there is obvious kink at side port at distal end of device. User has concerns of resistance may occur during stent advancement and changed to a new one to complete the procedure. Does the complaint relate to: observation prior to patient contact if not, with the device in question, how was the procedure finished? With a new one to complete the procedure what was the target location for the stent? Common bile duct. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Room temperature. *what is the reorder number, diameter and length of the wire guide that was used with this device in this procedure?* 0.035'' with 4.5m long. Was the wire guide lubricated prior to use? Yes *was the wire guide inspected for damage prior to use? Yes was the device at the center of the complaint inspected for damage prior to use?es what was the stent (rpn of the stent) used with the introducer? Spsof-7-7 were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? N/a, yes, no (if yes, please indicate the procedure performed.) No. Did the patient involved exhibit altered anatomy or tortuous anatomy? No if not with the device in question, how was the procedure finished? * with same rpn device what intervention (if any) was required? No. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a were any other defects observed on the device prior to return (other than the reported complaint issue? Yes, kink. On 27 jun 2025, engineering confirmed the abnormal use of spsof with fs-pc.